Event description:
The reporter states she received an er1 message with a blood test on her surestep meter 2 months ago. She retested her blood glucose immediately after the error message and received a result. She is uncertain of the exact result but states it was less than 200mg/dl.